Manufacturer narrative:
Additional information: b5, h6.

Event description:
New information received notes that programming change was made to resolve atrial noise issue. The new programming change caused undersense p-waves. It was suggested to consult the physician. No patient symptoms was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead noise was observed prior to the normal generator change out procedure. Physician elected to continue to monitor the patient. The patient was stable.